Event description:
It was reported that a patient underwent hip surgery approximately ten (10) years ago. Subsequently, the patient was revised due to dislocation. It was indicated the cup was removed and replaced due to damage from the head rubbing against it while dislocated. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: a1, a2, a3, b1, b2, b3, b5, d7, e1, e2, e3, h2, h6. Reported event was unable to be confirmed due to limited information received from the customer. Medical records were provided. Review of the available records identified the following: single ap film of the right hip demonstrates possible slight asymmetric position of the femoral head within the acetabular cup. Cement fixation with significant lucency along the superior and medial aspect of the acetabular cup. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00733. 0001822565 - 2020 - 00757.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup, unknown stem, unknown head . The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip surgery approximately ten (10) years ago. Subsequently, the patient is being considered for a revision for an unknown reason. It was indicated that the liner needs to be replaced. Attempts have been made and additional information on the reported event is unavailable at this time.